Event description:
Customer reported failed sst. No patient/user harm reported.

Manufacturer narrative:
Event date: (B)(6) 2018. Report date: 21/aug/2018. Date received by manufacturer: 12/aug/2018. The sensor board and exhalation flow sensor were returned for evaluation. The customer returned sensor board was tested and no failures were identified. The customer returned exhalation flow sensor was tested and no failures were identified. The cause of the event could not be determined.